Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus), malposition of essure device, migration of essure device/the coil was lodged in my uterus') and genital haemorrhage ('abnormal bleeding (general),') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the coil difficult to remove on my right side". The patient's medical history included uterine fibroid. Current weight 132 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain/ intense pain on right side"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/hard to lose"), 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("right lower abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet) and surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, weight increased, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, abdominal pain lower and pelvic discomfort outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- in this follow up date of insertion date is (B)(6) 2013 and the date of insertion in summons is 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded),perforation (uterus), malposition of essure device, migration of essure device.; on (B)(6) 2014: patent right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new mr received- new event device difficult to remove and discomfort were added. New reporters information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus), malposition of essure device, migration of essure device/the coil was lodged in my uterus / migration'), genital haemorrhage ('abnormal bleeding (general),') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "the coil difficult to remove on my right side". The patient's medical history included uterine fibroid. Current weight 132 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain/ intense pain on right side"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/hard to lose"), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("right lower abdominal pain"), pelvic discomfort ("discomfort") and abdominal pain ("pain: abdominal") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with ibuprofen, naproxen sodium (aleve tablet) and surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, weight increased, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, abdominal pain lower, pelvic discomfort and abdominal pain outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- in this follow up date of insertion date is (B)(6) 2013 and the date of insertion in summons is 2015 and discrepancy noted in date of insertion: (B)(6) 2013 and (B)(6) 2013. Plaintiff received treatment for following conditions: pelvic pain, abdominal pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded),perforation (uterus), malposition of essure device, migration of essure device.; on (B)(6) 2014: patent right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added: abdominal pain, pregnancy with contraceptive device, device ineffective were added. New reporter added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus), malposition of essure device, migration of essure device') and genital haemorrhage ('abnormal bleeding (general),') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Current weight (B)(6). Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain/hard to lose") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain/ intense pain on right side") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("right lower abdominal pain"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet) and surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, weight increased, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- in this follow up date of insertion date is (B)(6) 2013 and the date of insertion in summons is 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded),perforation (uterus), malposition of essure device, migration of essure device.; on (B)(6) 2014: patent right fallopian tube. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs+mr received-new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, pain/ intense pain on right side, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), right lower abdominal pain were added. Event injury update to abnormal bleeding (general). New reporter, patient information, medical history, lab data, treatment drug were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.